Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use of a theranova 400, it was observed that the filter was "stained between the casing and the outer cover with a povidone-iodine-type stain between these components and some small spots inside the dialyzer". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a reddish colored fluid located between the hollow space of the dialyzer header cap and the housing. The fluid appeared to be outside of the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identity and origin of the fluid cannot be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.